Manufacturer narrative:
The technician found while performing a between patient inspection that the left head side rail has a broken side rail mounting bracket, most likely due to force such as in being hit while in transport or patient leaning on side rail. The technician replaced the left head side rail mounting bracket assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left head side rail does not stay in the latched position. The bed was located in the hill-rom service center. There was no patient/user injury reported. (B)(4).